Event description:
During the coil embolization, it was noted that the physician could not detach a micrusphere (csp100300-30/j10475, complaint product) using an enpower control cable(ecb000182-00/c13062, complaint product) although pressing the detachment button. Type of the detachment control box used with the product was not provided. Although he replaced the cable for a new one (ecb000182-00, lot all unknown), the situation did not improve. Then, the physician safely removed the coil from the mc with entire portion of the coil still attached to the delivery system and when the micrusphere was replaced for a new product (csp100300-30, lot unknown), he was able to detach it with no further issues. There was no additional intervention required to retrieve the coil. Afterwards, the procedure was successfully completed without any further issues. It was noted that the same detachment box and replaced cable were used to deploy the replaced coil. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter(excelsior sl 10/stryker, type str). The complaint products are unavailable for evaluation. No additional information is available.

Manufacturer narrative:
During the coil embolization of an unknown vessel, it was noted that the physician could not detach a micrusphere (csp100300-30/j10475, complaint product) using an enpower control cable (ecb000182-00/c13062, complaint product) although pressing the detachment button. The type of the detachment control box used with the product was not provided. Although he replaced the cable for a new one (ecb000182-00, lot unknown), the situation did not improve. Then, the physician safely removed the coil from the microcatheter with the entire coil still attached to the delivery system. When the micrusphere was replaced for a new product (csp100300-30, lot unknown), he was able to detach it with no further issues. There was no additional intervention required to retrieve the coil. Afterwards, the procedure was successfully completed without any further issues. It was noted that the same detachment box and replaced cable were used to deploy the replaced coil. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damage was reported on any of the devices after the event. A pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter (excelsior sl 10/stryker, type str). No additional information is available. The complaint products are unavailable for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the complaint devices, no conclusion can be drawn regarding the root cause of the reported event. Based on the available information, no corrective action is warranted at this time.